Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admission inactivity days setting was configured to 21 days, which caused the patient information to no longer display on the device. A technical support specialist (tss) instructed customer to update inactivity setting to resolve the issue. Further the customer confirmed that the necessary changes had been made and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.